Manufacturer narrative:
(B)(4). Results: the penumbra system ace 68 reperfusion catheter (ace 68) was fractured approximately 112.0 cm from the hub. Conclusions: evaluation of the returned device confirmed that the ace 68 was fractured. This type of damage typically occurs due to improper handling during removal from the packaging. If the ace 68 is withdrawn from its packaging shell at extreme angles before removing the tubing tray, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the penumbra system ace 68 reperfusion catheter (ace 68) snapped and broke around the distal end while the radiologic technologist was removing the ace 68 from its packaging shell. The ace 68 broke prior to use and therefore, was not used in the procedure. The procedure was completed using a new penumbra system ace 68 hi-flow kit (kit).